Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s housing became separated, and the user temporarily secured it with packing tape; the user noted being tall and that the infusion set tubing felt short, and reported no effect on blood glucose. Symptoms included no adverse clinical effects. Outcomes included no clinical impact and no medical intervention or hospitalization. Investigation included customer interview and logistical review of a replacement and return. Investigation of this device revealed a device housing separation consistent with a mechanical enclosure issue; no alarms were reported and the user maintained glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the pump enclosure.